Event description:
A customer reported that a bolt was missing from the microscope and the optical head of the scope fell off during a surgical procedure. The surgeon caught the microscope preventing any contact with the pt, therefore, there was no pt harm. Multiple attempts have been made to retrieve add'l info but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).